Event description:
It was reported that several pmw35 staplers were used during an unknown procedure. It was reported by the rep that the staples seem to be sticking after it has been fired. There was no consequence to the patient.